Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 307 mg/dl. The mother also reported that the insulin pump alarmed no delivery alarm multiple times. It was stated that customer's doctor recommended having a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.